Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the customer provided images show that the device is broken. A complaint history review concluded this was an isolated event. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the print specifications found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a mini open rotator cuff repair, the "healicoil knotless pk anchor" broke. Four limbs were passed through the eyelet. Two #2 sutures and 2 ultratapes. The hole preparation was with a 3.8mm gold awl, followed the 4.75mm fully threaded tap. A 5.5mm tap recommended, but the surgeon was concern about the bone quality. The surgeon inserted the tip of the anchor in the hole and tapped the anchor light to advance the tip halfway down the bone hole. Then, he pulled on one of the tapes to apply more tension and the ultratape pulled through the eyelet breaking the anchor. There is no information regarding how was completed the procedure neither if there was a surgical delay. An injury was reported.